Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports that the IV tubing broke because they could not separate tubing from the extension set. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set noted the collar of the reported suspect set's distal luer lock to be cracked. The crack was observed to be along the length of the collar and along the collar's injection gate. There were no other damages, tool markings, or issues around the observed damaged area. Further visual inspection of the detached components observed dried medication within and around each of the components luers. Functional testing was not performed due to obvious separation of the set. The probable cause of the customer¿s report of component breakage was likely due to the medication hardening during the period the mating components were connected together during use making the components difficult to be detached which likely contributed to the observed damage.